Manufacturer narrative:
(B)(4). Method: the complaint rt212 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested for leak and was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the returned rt212 adult breathing circuit exhibited leak and was out of specification. A water bath test identified the source of the leak to be between the water trap lid and bowl on the expiratory limb. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult breathing circuit failed the ventilator leak test before use on a patient. There was no patient involvement.